Event description:
Customer reported a 5fr tl powerpicc provena inserted in the right upper arm basilic vein on (B)(6) 2023 was found to be kinked on (B)(6) 2023 in the axillary region. PICC dwell time was 13 day. PICC was exchanged by ir.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kink in the catheter was unconfirmed as the reported kink could not be conclusively seen in the returned image. A single ap radiograph showing the patient¿s upper arm and chest was returned for evaluation. A catheter, likely the implicated 5fr t/l powerpicc provena, was seen in the image as a right-sided PICC. The catheter tip was located at the svc confluence. The catheter was seen overlapping itself in the right axilla. A definitive kink of coil in the catheter shaft could not be confirmed from this image. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot.

Event description:
Customer reported a 5fr tl powerpicc provena inserted in the right upper arm basilic vein on (B)(6) 2023 was found to be kinked on (B)(6) 2023 in the axillary region. PICC dwell time was 13 day. PICC was exchanged by (B)(6).